Event description:
It was reported that high capture threshold and low sensing were observed. No anomaly found via review of x-rays. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.